Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported that he recently noticed that he was receiving high bg readings. The user reported that after testing at the same time, he received a bg reading of 180 mg/dl with his dario meter compared to a bg reading of 100 mg/dl with his non-dario meter. On a later email, the user stated that he received a bg reading of 187 mg/dl with his dario meter. In addition, the user reported that between (B)(6) 2023 and (B)(6) 2023, he received bg readings of 190 mg/dl, 211 mg/dl, 235 mg/dl and 232 mg/dl from his dario meter compared to 101 mg/dl, 118 mg/dl, 113 mg/dl and 127 mg/dl, respectively, with his non-dario meter.

Manufacturer narrative:
The user contacted dario once again on the (B)(6) 2023 and reported that his bg reading, using his dario meter was 350 mg/dl. Dario's representative decided to send the user a replacement of dario's strips and control solution in order to make sure that the dario strips are reading correctly, however it was determined that the user resides outside the shipping area of dario, and therefore, dario was unable to send these items and further investigate. It was determined that the user ordered the dario meter when he traveled to miami. As dario continues to search for a solution to this problem, together with the user, this case remains in progress. If a resolution or new information are received at a later date, a follow up report will be submitted.